Event description:
During an angioplasty procedure of the (rca) right coronary artery, the physician advanced the (sds) stent delivery system, and accidentally deployed the stent in the (rvb) right ventricular branch. After the stent was deployed in the rvb, a perforation was visualized in the angiogram. The patient was immediately sent for bypass surgery. The patient condition is unknown.